Event description:
It was reported that a minor burn resulted from exposed metal on the base of the insulated cautery tip. The burn was treated with bacitracin.

Manufacturer narrative:
The facility reported that a minor burn to the mouth occurred during a surgical procedure. The burn was determined to result from an area of exposed metal on the base of the cautery tip that was testing against the pt's mouth. The burn was treated with bacitracin. The cautery tip is manufactured by u.s. Surgical/covidien. The sample was not returned to us for eval. Instead, it was given directly to the covidien rep. The manufacturer of the cautery tip will conduct an investigation and determine the need for any corrective action. However, due to the reported pt burn, this medwatch is being filed.